Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary failed cubie and drawer requiring maintenance. The customer stated that there was no delay, drawer failed due to liquid spill in drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 3 row tray c and e needed to be replaced in the auxiliary 7 drawer due to a liquid spill in drawer. A filed service engineer replaced both trays c and e to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary failed cubie and drawer requiring maintenance. The customer stated that there was no delay, drawer failed due to liquid spill in drawer. There were no adverse events or injuries reported based on this incident.